Event description:
Patient was revised to address poly wear of the liner, which was completely eroded. There was a defect in the cup caused by contact with the femoral head, and the cup was loose. Severe metalosis was present. Osteolysis was present in the acetabulum, with a great amount of bone loss.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were unavailable. The investigation could not verify or identify any evidence of product contribution/error regarding the reported event with the information available. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.